Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin into two segments. A proximal and distal fragment were received for analysis. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The visual inspection revealed that the insulation was found abraded through 18 cm distal to the is-1 connector pin (proximal fragment) and 36 cm proximal to the lead tip (distal fragment). These damages are assumed to be the root cause of the reported low impedance. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Closing codes were added to the analysis report. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to low impedance (less than 200 ohms), measured through cardiomessenger and home monitoring. No adverse patient events were reported. Should additional information become available, this file will be updated.